Manufacturer narrative:
Sample was collected in a serum tube with a gel separator at a satellite clinic. The sample was poured off into a separate container and frozen before sending it to the customer's lab. Centrifugation information has not been supplied to date as the sample was processed off site. Per the customer supplied qc charts, all three levels of bhcg qc were within the customer's established ranges prior to and after the event. Additional system information has not been supplied to date. Service was not dispatched for this event as the customer was not questioning instrument performance at this time. Although, sample handling may have been a contributing factor, a definitive root cause has not been determined to date. Related mdrs: 2122870-2011-02651, 2122870-2011-02687, 2122870-2011-02652, 2122870-2011-02653.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a lower than expected total beta human chorionic gonadotropin (t-hcg) for one (1) patient. The result was generated by a unicel dxi 800 access immunoassay system, used in conjunction with access t-hcg reagent (lot 016592). The result was not reported out of the laboratory. Subsequent testing of the patient's sample on the same instrument generated higher results in a different gestational category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.